Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There was nothing found in the records to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number. The filter was discarded by the user facility; therefore, not available for evaluation. The event investigation is currently underway.

Event description:
It was reported that during an scheduled filter retrieval, it was identified that the filter was tilted approximately 40 degrees. With some difficulty, the physician was able to successfully remove the filter. Upon removal, it was identified that a filter arm was missing and was embedded in caval wall. There was no attempt to retrieve the detached arm. There was no report of injury to the patient.